Manufacturer narrative:
The manufacturer previously reported a ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. During the evaluation of the device at third-party service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue. The device's flow sensor was replaced to address the test fail issue.

Event description:
A ventilator was returned to a third-party service center for preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at third-party service center, a "service required" code was found in the ventilator's downloaded error log. The device's oxygen blending module board was replaced to address the issue. During the evaluation of the device at third-party service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue.